Event description:
It weas reported that during an obtryx ll system - curved device implant procedure, the sling was broken/fractured. Historical evidence suggests that it is likely that the fracture occurred in the association loop. The procedure was completed with this device and there were no patient complications reported.

Manufacturer narrative:
Block b3: the date of event was approximated to (B)(6) 2024, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of association loop break.